Event description:
It was reported that the patient had the artificial urinary sphincter 61-70cm balloon component replaced with a 71-80cm balloon to ensure continence as the patient experienced recurring incontinence.